Event description:
Pt had bilateral glandular mastectomies in 1986 with breast reconstruction using silicone prostheses. Pt developed painful capsular contractures and recent sonogram showing questionable implant rupture. Upon removal, the right implant was found ruptured, implant intact. No identifying info found on implants upon removal.